Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch selectmini meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2012. The patient reportedly obtained a blood glucose reading of "8.1mmol/l" with the subject meter and "6.9mmol/l" with the accucheck active meter, performed within 30 minutes of each other. The patient's diabetes management is not known. According to the csr's documentation, in response to the alleged meter issue the patient reportedly consumed less food the entire day and subsequently 17 hours later, the patient reportedly woke up because his hands began to tremble. Per csr notes, immediately after the onset of his symptom, the patient reportedly consumed sugar as self-treatment. The patient's blood glucose reading at the onset/during his symptom is not specified. However, after his symptom began (time not known), the patient reportedly tested his blood glucose with the accucheck meter and obtained a reading of "3.5mmol/l;" the patient reportedly continued to consume more sugar and his symptom began to improve 20 minutes later. The patient denied testing his blood glucose with any other device after the alleged issue occurred. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, based on the alleged result he reportedly consumed less food the entire day, and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found. Device returned to mfg date:test strips- 1/3/2013,meter- 1/7/2013.